Event description:
The 1st ahmed fp7 device was primed by me (surgeon) and implanted in the patient's left eye. Just before conjunctival closure, it was noted that the anterior chamber was very shallow. This continued despite multiple attempts to reform the anterior chamber with balanced salt solution. It was determined that the ahmed fp7 device was over-functioning because the valved ahmed fp7 was not functioning properly. Specifically, the valve was not closing once the intraocular pressure became too low. This caused hypotony (low iop < 7 mmhg) and a shallow / almost flat anterior chamber. Mild blood reflux from a recent gonioscopically-assisted transluminal trabeculotomy (gatt) performed on the nasal angle was also noted (as would be expected) and was irrigated from the anterior chamber (as much as possible). The decision was made to reverse steps and explant the first ahmed fp7 device. A second ahmed fp7 device was then opened. I primed the second ahmed fp7 device myself. The second ahmed fp7 device was implanted w/o difficulty. The anterior chamber was noted to remain formed and maintain a normotensive eye pressure w/o anterior chamber shallowing. I proceeded to finish the rest of the case w/o difficulty.